Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP bipap and mechanical ventilator devices. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Disregard privious follow up MDR 2518422-2022-89729-1. MDR 2518422-2022-89729 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2022-20826. This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
MDR 2518422-2023-04401 is the original report associated with this device. A duplicate report has been submitted for this device under report MDR 2518422-2023-04402.  This follow up report is being filed for awareness of this duplicate report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. There was no report of serious patient harm or injury. In initial reports section b5 mentioned incomplete, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of black particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of serious patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report. Section d1, d4, h4 updated/corrected in this report.